Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed searching for the transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a searching for transmitter was found within the investigation window. The allegation was confirmed. The probable cause was determined to be fatal transmitter caused by low voltage battery out of the box error. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a premature transmitter battery countdown is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.